Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring fell off and insulin pump alarmed power error detected. The reservoir was not able to lock in the place. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The power error detected recurred within a week of previous troubleshooting. No harm requiring medical intervention was information reported. The insulin pump will not be returned for analysis.